Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was broke. The computer was replaced and the issue was resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while moving the unit into the room for a case and upon startup, the system was failing to boot. The system presented a screen stating "error 16: inconsistent file system" this was preceded with the identifier for the "appliance launcher" indicating a fault with the appliance launcher partition. The system also prompted the grub menu to appear as a default, after the manufacturer representative tried to re-launch the appliance launcher, but it consistently failed and brought him back to the grub menu. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer was able to be booted to the application screen several times without errors. The framelink, spine, dicom and cranial programs all started and shutdown without errors. The reported error was not observed during burn-in testing. The seatools long test and memtest86 tests showed no errors. There was no failure found with the computer. If information is provided in the future, a supplemental report will be issued.